Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the drivers did not give enough power to insert the needle. The led light is colored green. Two drivers failed; the third driver was successful. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". The certificate of conformance was not available for review. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. No further action required.

Event description:
It was reported that the drivers did not give enough power to insert the needle. The led light is colored green. Two drivers failed; the third driver was successful. The patient's condition is unknown at this time.